Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the catheter was twisted. Microscopic inspection revealed the imaging window had ripples.

Event description:
Reportable based on device analysis completed on 1oct2025. It was reported that crossing difficulties were encountered. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed the catheter and imaging window were twisted.